Manufacturer narrative:
No patient involvement reported. Exact date is unknown. Reporter is synthes sales representative. Product investigation was completed. Visual inspection performed at customer quality (cq) observed broken needle on the returned depth gauge. The needle was observed broken at its threaded connection end to the slider of the depth gauge. Furthermore, bent tip was observed on the needle. Only broken needle portion of the slider was returned. The body, handle portion of the slider and protection sleeve were not returned at customer quality and therefore the lot number of the device is unknown. No new issues were observed on the returned portions (needle and body) of the device. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. As the device lot number is unknown, the exact date of manufacture was not able to be determined and the drawings revisions at the relevant time frame were not able to be determined. However, all available design drawings of the given device, were reviewed and no design issues were identified. The observed damage was identified to be a significant post manufacture damage. Therefore, dimensional inspection was determined to be inapplicable for the observed condition. Review of the device history record(s) was not able to be performed as lot number of the device is unknown. However, visual inspection performed on the broken fracture pattern showed no issues of material that would have contributed to this complaint condition. No definitive root cause was able to be determined with the available information. However, any possible unintended excessive force on the device during usage/during handling could have contributed to this broken needle and bent tip condition. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, there was an unknown malfunction of the devices discovered in the sterile processing department involving two (2) depth gauges, one (1) hexagonal screwdriver, and one (1) stardrive screwdriver shaft. There was no patient involvement. Visual inspection performed at customer quality (cq) observed broken needle on the returned depth gauge. This report is for one (1) depth gauge. This is report 2 of 4 for (B)(4).